Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarmduring rewind. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.